Event description:
It was reported, during preparation of an unknown procedure, the subject device had an electrical shortage. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation of an unknown procedure, the subject device had an electrical shortage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections needed. Updated fields: g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: e3 was inadvertently marked as ni, when the correct one was leave it blank, e2 was marked "n" as a result of ni selection in e3. H11: "e2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional". A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.